Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 50 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor was giving several inaccurate readings that would trigger threshold suspend. The customer stated that received an alarm after they performed find lost sensor. The customer also stated that they received calibration error alarm. The customer stated that the sensor was not bent nor damaged but there were blood on the end of the sensor. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, failure analysis is unable to perform or reproduce skin irritation in the lab.